Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain"), genital haemorrhage ("haemorrhages") and arthropathy ("problems in hips") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included antidepressants. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), back pain ("lumbar pain/ back pain"), genital haemorrhage (seriousness criterion medically significant), muscle spasms ("cramps in legs"), fatigue ("chronic tiredness") and arthropathy (seriousness criterion medically significant). The patient was treated with infiltration. Essure treatment was not changed. At the time of the report, the pelvic pain, back pain, genital haemorrhage, muscle spasms, fatigue and arthropathy outcome was unknown. The reporter considered arthropathy, back pain, fatigue, genital haemorrhage, muscle spasms and pelvic pain to be related to essure. The reporter commented: patient refers that expect to resolves this problem to avoid get sick mentally; for now, her physician prescribed antidepressants. Patient presents hips problems and pelvic pain causing that she required infiltration (2 in the past and one more schedule). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.